Event description:
The clinician has reported that a pt (age and gender unk) underwent a therapeutic ureteroscopy procedure for treatment. The uromax ultra balloon ruptured inside the pt's ureter after 3cc of saline/dye was injected. The pt sustained a small puncture/laceration in the ureter. A stent was placed. The pt condition is noted to be fine with no further ill effects sustained.